Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The insulation did not exhibit thermal damage. The insulation material was lifted, but there was no missing piece. The conductor wire was slightly exposed, but the internal wires were not physically damaged. An electrical continuity test was performed and passed. The root cause of the damaged conductor insulation was attributed to mishandling or misuse, commonly caused by collision with another instrument or sharp object. A review of the device logs for the maryland bipolar forceps (part# 471172-17/ lot# k10220203 - 0383) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 11 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. His complaint is being reported due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps had a broken wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damaged wire was identified after reprocessing. When the instrument was used during the last procedure, the instrument was inspected prior to use. It was unknown if the instrument collided with any other instrument or if there was any arcing. There was no patient injury. The procedure was completed robotically.